Manufacturer narrative:
The t:flex user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hrs to 24 hrs, or off)." No product was returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an auto-off alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted. Reportedly, the customer changed the auto-off time setting duration.